Manufacturer narrative:
(B)(4). Device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
(B)(4). It was reported that following a coronary drug eluting stenting treatment procedure, the patient experienced a myocardial infarction. The patient presented due to current unstable angina and was referred for cardiac catheterization. The index procedure treated the 80% stenosed, 3.0x18mm target lesion located in the proximal left circumflex (lcx) artery. Treatment consisted of pre dilation, the placement of a 2.75x20mm taxus liberte study stent and post-dilation resulting in 0% residual stenosis. The next day the patient experienced elevated troponin levels consistent with myocardial infarction. No action was taken and the patient was discharged later that day on aspirin and prasugrel. Two days post the index procedure, the subject presented to the emergency room with slurred speech, right facial weakness with facial droop, bleeding from the nose and elevated blood pressure. The patient reported that the symptoms started after discharge post the index procedure and that she did not take any of the prasugrel given to her at discharge. CT of the head without contrast performed revealed prominent confluent white matter findings most likely due to chronic small vessel ischemic disease from old bilateral basal ganglia infarcts and old frontal lobe infarct. MRI of the brain with and without contrast performed revealed a small area of signal alteration and enhancement in the right paramedian occipital lobe most compatible with a subacute infarction with luxury perfusion and microscopic hemorrhage. No acute infarction. Areas of chronic infarction involving the left basal ganglia and left caudate nucleus and the right frontal lobe. Extensive white matter changes most compatible with small vessel disease related ischemic gliosis in a patient of this age. An MRI of the head revealed 50% stenosis of the clinoid portion of the right internal carotid artery. An mra of the neck showed no evidence of stenosis or aneurysm of the carotid or vertebral systems in the neck. The next day the patient was discharged on aspirin and clopidogrel. Per the physician, the elevated troponin levels and ischemic stroke were listed as "unrelated" to the study stents.